Manufacturer narrative:
Found sensor cannula is broken. Broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Event description:
Customer reported via phone call that the sensor alarmed calibration errors. Customer's blood glucose was 183 mg/dl. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.